Manufacturer narrative:
The reported event was unconfirmed. No root cause was provided as the reported event was unconfirmed. A device history record review was not required since the reported failure was unconfirmed. As the reported event was unconfirmed, a labeling review was not required. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was inspected.

Event description:
It was reported that, guidewire purple coating color peeling can be seen under endoscopy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that, guidewire purple coating color peeling can be seen under endoscopy.